Event description:
It is reported that the patient was revised due to wear of the articular surface approximately 11 months post-operatively.

Manufacturer narrative:
This report will be amended when our investigation is complete.